Event description:
It was reported that during a crt-d operation, the lead could not be inserted more than 3 cm into the target vein. The lead and wire were then extracted, after which the catheter made a quick move to the back and then forward-, then was out of the coronary sinus. A chest x-ray showed pericardial effusion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The facility representative reported a infusor pump with a condition of alarms attention and lights are on for infusion and bolus. Device evaluation determined that this condition may interrupt delivery. It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.